Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient thought that her pump stopped working; it ¿messed¿ up sometime yesterday and she was not getting any medication. The patient felt like she was having withdrawal, was weak, dizzy, seeing flickers in the lights and was cold and clammy to the touch. The patient took 2 of the 30mg morphine pills today which helped the shakes but she was still clammy, sick to her stomach and couldn¿t eat. The patient thought that the pump was flipped; however, she had not done anything to cause it to flip. The device system was used to deliver morphine and bupivacaine. It was later reported that the patient did not contact the healthcare professional with any complaints.